Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the reload was partially fired to the 5cm cut line. The staple cartridge was indented, staples were improperly bent, and the jaws would not fully close. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Pmv performed functional testing. The reload was loaded into a pmv representative instrument for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic colectomy, at the third firing, for the rest closure of insertion, the surgeon confirmed the device was on firing mode, then tried to fire, however could not. Replaced by 2 cartridges, however the same events occurred. The procedure was completed with another device. The status of the patient is no problem.